Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') in a 24-year-old female patient who had essure (batch no. 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea / cramping") and dyspareunia ("dyspareunia"), 1 year after insertion of essure. On (B)(6) 2018, the patient experienced device expulsion ("expulsion device"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain / pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), nausea ("nausea") and sepsis ("sepsis"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, device expulsion, dyspareunia, vulvovaginal pain and sepsis outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, nausea, pelvic pain, sepsis and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2018: expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received. New events added: sepsis. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') and genital haemorrhage ('heavy abnormal bleeding') in a 24-year-old female patient who had essure (batch no. 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea / cramping") and dyspareunia ("dyspareunia"), 1 year after insertion of essure. On (B)(6) 2018, the patient experienced device expulsion ("expulsion device"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, device expulsion, dyspareunia and vulvovaginal pain outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, nausea, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2018: expulsion of essure device. Most recent follow-up information incorporated above includes: on 4-dec-2019: plaintiff fact sheet received. Lot number received. Events - nausea, dysmenorrhea, dyspareunia & device expulsion was added. Outcome updated for cramping & nausea. Product, patient &reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage and vulvovaginal pain outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received- outcome of pelvic pain, abdominal pain updated to recovered / resolved. New reporter, patient information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') in a 24-year-old female patient who had essure (batch no. 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea / cramping") and dyspareunia ("dyspareunia"), 1 year after insertion of essure. On (B)(6) 2018, the patient experienced device expulsion ("expulsion device"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain / pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, device expulsion, dyspareunia and vulvovaginal pain outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, nausea, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2018: expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (remove one or more of the essure coils). At the time of the report, the abdominal pain lower, genital haemorrhage, pelvic pain, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.